Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed which was due to a faulty charged coupled device. In addition, the following reportable malfunctions were identified during the device evaluation: slice on cable, blurry image, and failed leak test based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device presented an image issue/did not focus during preparation for use for an unspecified procedure. No error messages were observed as a result of the failure and no other devices were connected to the subject device when the failure occurred. The procedure was completed with another device. There was no report of patient harm.

Event description:
It was reported that the subject device presented an image issue/did not focus during preparation for use for an unspecified procedure. No error messages were observed as a result of the failure and no other devices were connected to the subject device when the failure occurred. The procedure was completed with another device. There was no report of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.